Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the smartsite while in use on a patient. The customer stated that this has been occuring over the last several months. There was no report of patient harm.